Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly not deployed. Investigation of the download data confirmed that each priming sequence ran for the expected number of pulses. No timeouts, drive stalls, or rotational sensor abnormalities were observed in the data. Inspection of the environmental seal found damage that indicated the formed needle had deployed into the environmental seal. The soft cannula was also observed to be damaged due to the formed needle deploying into the environmental seal. The formed needle deploying into the environmental seal is a result of the pod chassis sub assembly being incorrectly installed into the bottom housing. This incorrect installment of the pod chassis sub assembly resulted in the cannula assembly failing to deploy as expected.

Event description:
A patient reports while wearing a pod for less then an hour the pods cannula had failed to deploy and the pods pink slide did not move forward upon initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.